Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shut down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and the device did not boot. The device would not turn on and therefore could not be tested